Event description:
It was reported that broken screws were replaced. No additional information is available at this time. This report is for an unknown screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information was received on (B)(6) 2015. During an unspecified revision/explant surgery on (B)(6) 2015, two to four unknown screws broke off at the head during removal. The original date of implant is unknown. The patient was revised with new hardware and there was no reported negative impact to the patient as a result of the complained event. This report is for 2-4, unknown screws. This follow-up report #2 is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant is unknown. This report is for 2-4, unknown screws. Part and lot numbers were not provided by reporter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.